Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of dislodgment. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right ventricular (rv) lead was dislodged the same day of the implanted surgery. A reposition surgery took place the same day but when trying to repositioned it was noted that the helix part was slightly bent from the tip of the lead, and it could not be retracted due to that reason. This lead was then successfully replaced. No additional adverse patient effects were reported. Additional information was received from product analysis. Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of dislodgment. .

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged the same day of the implanted surgery. A reposition surgery took place the same day but when trying to repositioned it was noted that the helix part was slightly bent from the tip of the lead, and it could not be retracted due to that reason. This lead was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section adverse event or product problem , b5: description of the event was updated. Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood in the helix housing which confirmed the helix allegation. Laboratory analysis was unable to confirm the reported field allegation of dislodgment. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this right ventricular (rv) lead was dislodged the same day of the implanted surgery. A reposition surgery took place the same day but when trying to repositioned it was noted that the helix part was slightly bent from the tip of the lead, and it could not be retracted due to that reason. This lead was then successfully replaced. No additional adverse patient effects were reported. Additional information was received from product analysis. Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood in the helix housing which confirmed the helix allegation. Laboratory analysis was unable to confirm the reported field allegation of dislodgment. .